Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 94 m/dl at the time of the call. The customer used food and glucose tablets to treat, and was given orange juice and sugar by the paramedics. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer stated that the drive support cap was indented but had a powdery white substance that looked like battery acid. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery changed due to corroded battery tube. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or delivery accuracy test due to failed battery test alarm. Unit was received with cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. Drive support disk was inspected and no anomaly was noted. No moisture damage found on electronic/motor assembly.